Manufacturer narrative:
(B)(4).   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts from rows 1 to 7 on the distal end of the stent were pushed, twisted and pulled proximally. The undamaged proximal section of the crimped stent od (outer diameter) was measured using snap gauge and the result was within the maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-dec-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. After a guidewire crossed the lesion, predilation was performed with a 3.0x15 non-bsc balloon catheter. A 3.50x24mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion due to high angulation and calcification. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.